Event description:
It was reported that the patient experienced loss of stimulation due to migration of the spinal cord stimulator (scs) leads. Scs leads migration was confirmed thru imaging. The patient underwent a scs lead revision procedure and the patient was doing well postoperatively. The device remains implanted and in service.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).